Event description:
During a pacemaker replacement, after the subject lead was connected to the new pacemaker, it was disconnected again during this procedure for additional lead measurement. This second disconnection failed, since during pulling out of the v-lead connector, the pin of the lead connector remained in the pacemaker connector block although the appropriate screw has been released before pulling out the lead connector. After the lead connector has been pulled out, there was a wire visible, which made a connection between connector pin of the lead, still inside the pacemaker v terminal block and the remaining lead connector in the hand of the physician. This wire has been cut to continue the procedure. The v lead with the destroyed connector has been isolated and an additional new lead was implanted to replace this lead. The pacemaker with the lead pin still inside the connector was been replaced by a new device.

Event description:
During a pacemaker replacement, after the subject lead was connected to the new pacemaker, it was disconnected again during this procedure for additional lead measurement. This second disconnection failed, since during pulling out of the v-lead connector, the pin of the lead connector remained in the pacemaker connector block although the appropriate screw has been released before pulling out the lead connector. After the lead connector has been pulled out, there was a wire visible, which made a connection between connector pin of the lead, still inside the pacemaker v terminal block and the remaining lead connector in the hand of the physician. This wire has been cut to continue the procedure. The v lead with the destroyed connector has been isolated and an additional new lead was implanted to replace this lead. The pacemaker with the lead pin still inside the connector was been replaced by a new device.

Manufacturer narrative:
Preliminary analysis of the returned lead portion showed normal electrical and mechanical characteristics.

Event description:
During a pacemaker replacement, after the subject lead was connected to the new pacemaker, it was disconnected again during this procedure for additional lead measurement. This second disconnection failed, since during pulling out of the v-lead connector, the pin of the lead connector remained in the pacemaker connector block although the appropriate screw has been released before pulling out the lead connector. After the lead connector has been pulled out, there was a wire visible, which made a connection between connector pin of the lead, still inside the pacemaker v terminal block and the remaining lead connector in the hand of the physician. This wire has been cut to continue the procedure. The v lead with the destroyed connector has been isolated and an additional new lead was implanted to replace this lead. The pacemaker with the lead pin still inside the connector was been replaced by a new device.